Event description:
After straightening the stent with the outer black sheath, the doctor tried to insert the guidewire but it wouldn't go through. It also got stuck when trying to pull it back. After pulling it with a little more force, the doctor found that the side drainage hole was deformed and decided to switch to a new set. The surgery was successfully completed using the new one. Patient/event info - notes: 1. What was the size of the wireguide used in the preparation stages? Awg2-35-450. 2. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. The device was stored in an endoscopy cabinet at room temperature, without exposure to direct sunlight. 3. Was the wire guide lubricated prior to use? Yes. After opening the package, sterile water was injected into the sheath to lubricate the wire guide. 4. Was the wire guide inspected for damage prior to use? Not specifically noticed; the wire guide was prepared for insertion into the zebd immediately after the water injection. 5. Was the device at the centre of the complaint inspected for damage prior to use? Yes, the device showed no damage prior to use. 6. Were any other defects observed on the device prior to return (other than the reported complaint issue)? No other defects were observed. 7. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Manufacturer: olympus / model: tjf-260v / working channel size: 4.2mm.

Manufacturer narrative:
E1 and f5 (phone): (B)(6). Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions